Manufacturer narrative:
Product was not returned, therefore, no evaluation could be performed.

Event description:
The pt underwent a revision surgery which required the removal of an interspinous fixation device on (B)(6) 2011. The surgeon implanted the device on (B)(6) 2010, at l3-l4 for the initial diagnosis of degenerative disc disease. Approx three weeks after the surgery, the pt broke part of their spinous process at l3 following a "violent coughing attack". The initial device was removed and another device of the same size was implanted. Reported commentary from the surgeon indicated that there was no failure associated with the device. The initial reporter stated that the explanted device showed no damage.